Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The electrode is completely broken or missing from the tip. There is physical damage to the tip where the electrode would be. The tip is chipped due to impact. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found the wand registered settings (1,7) and produced plasma slightly from the remaining stand of an electrode part. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) hitting the tip against a hard surface such as a metal or bone, (2) mechanical displacement of the tip through applied force or an impact event, (3) using the wand above default output settings causing excessive electrode erosion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the electrode from the super multivac wand broke off from the tip; therefore, it was missing. There was physical damage to the tip, where the electrode would be: the tip was chipped due to the impact. The wand produced plasma slightly from the remaining stand of an electrode part and the coag function still worked. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.